Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that an automated impella controller (aic) experienced a controller failure alert for three seconds during patient support. There was no patient harm and support continued uninterrupted.